Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; however, due to damaged usb pins, the alleged shutdown could not be verified.

Event description:
It was reported that the pump battery was not charging using multiple power sources and outlets. Pump shutdown after receiving a low power alert and pump shutdown. Customer's blood glucose was 145 mg/dl. Customer reverted to using manual injections for insulin therapy.